Event description:
The consulting physician stated that the pt now has a blood infection approximately two weeks after being implanted with the hemashield patch for a carotid endarterectomy procedure. The pt is being treated with antibiotics and is doing well at this time. Although the patch was left in, a decision to explant is pending the results of the antibiotic treatment. The physician has also stated that although the patch is [believed] to be infected, it is not believed to be the primary source of the infection. Note: the implant date is approximately 2000 and is based upon consulting physician's statement indicated above. On 6/14/2000, co learned that the pt is well and has been discharged on weeks of antibiotic therapy.